Event description:
It was reported that the gastrointestinal videoscope had no image. There were no reports of patient harm, as this event occurred during inspection for use.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of no image was not determined. The most probable cause of corrosion on the bending section cover (a rubber) adhesive was due to a component failure. The most probable cause of foreign objects at the air water cylinder (tube) and foreign objects at the air water tube was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.